Manufacturer narrative:
The vision side cart (vsc) common compute controller (ccc) was returned for failure analysis. The reported connection issue could be confirmed in the field but could not be replicated during testing. A review of the logs identified errors 31089 and 32145, confirming that the fault occurred in the field. Visual inspection found no issues related to the reported event. The vsc ccc was installed on a golden system, where it functioned as expected. Fiber optic light levels were checked using localhost:8050, and all values were within specification. Ten power cycles were performed, and the ccc was left installed in the golden system to idle for two hours; no issues were observed. Based on these findings, failure analysis concluded that no root cause could be attributed to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the vision side cart (vsc) common compute controller (ccc) and the cardcage to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the user saw a message on the patient cart indicating the boom was disabled while the tower indicated it was not connected to the patient cart. Before contacting support, the user had already power cycled the system, swapped the blue fiber cable between the tower and patient cart, and moved the fiber connections to different ports on the back of the tower. The technical support engineer then confirmed error code 31089 associated with tower fiber ports 2 and 3, and guided the user through a standard system power cycle followed by a hard power cycle. After reboot, the same connectivity message persisted; the tower power button behavior changed from blinking blue back to amber while the patient cart and console remained solid blue, and no further remote troubleshooting was completed. There was no report of patient involvement or reported injury.